Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, pre-close placement of the sutures was attempted in an unspecified vessel using perclose proglide devices. Reportedly, during deployment of three proglide devices through an unspecified sized access site, the devices failed. The access site was upsized to an unspecified size procedural sheath. After conclusion of the evar procedure, hemostasis was achieved, but the method was not specified. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two perclose proglide devices referenced were filed under separate medwatch manufacturer reports.